Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter balloon burst while instilling the fluid. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The returned sample was carefully removed from polybag and visually inspected. Visual examination was conducted and observed that the balloons had burst and the catheters were fill with blood. However there was no other abnormalities or design irregularities observed on the returned samples. Close examination under high magnification lens (60x magnifications) revealed multiple scratch marks on the balloon sleeve near the tear edges. It appears quite likely that the scratches had initiated the tear that lead to burst balloon. This appearance is likely due to the problems of solid residues in the bladder or urethra that will create resistant during insertion catheter, encrustation stick on the catheter balloon may be break into small particles and scratch the catheter balloon surface and urethra. In our current standard operating procedure, the products are subjected to 100% visual inspect ion and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 other remarks: minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the tear edges had initiated the tear that lead to the balloon burst. Burst balloon could have happened due to contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulted the thin balloon membrane to burst. However, this complaint could not be confirmed as stated.

Event description:
The catheter balloon burst while instilling the fluid. The patient's condition was reported as fine.